Event description:
In 2009, the patient reported the down button on her insulin infusion device does not work and the up button works intermittently. She said the issue began a couple of months ago which she noticed because her device did not beep when the button was pressed. She stated she also had an elevated blood glucose reading of 426 mg/dl with her target reading being 140-200 mg/dl. Symptoms were nausea, grogginess and not feeling well. She corrected her reading by bolusing insulin via her device. She stated both buttons pop up when pressed. Her device has not been dropped or exposed to water or insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.